Event description:
On (B)(6)2009, the patient was implanted with an scs system. On (B)(6)2010, it was reported that the patient turned the stimulation off for a few days and later turned it back on. The patient stated that the stimulation is now no longer in the correct areas. The sales representative met with the patient but was unable to recapture the stimulation. All of the contacts exhibit normal impedance. On (B)(6)2010, it was reported that x-rays were taken of the patient's system and revealed that the patient had an extensive amount of scar tissue and the lead would have to be replaced. The patient is currently receiving satisfactory stimulation with the new lead.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.